Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the ruby coil pusher assembly, and the pull tube was completely retracted and missing; the pusher assembly was fractured approximately 5.0 cm from the proximal end; the pull wire was completely retracted out of the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed that the pet lock was broken, the pull tube and pull wire was completely retracted, and the pusher assembly was fractured. A broken pet lock and retracted pull wire is an indication that an attempt was made to detach the embolization coil. By design, if a pull force greater than the tensile strength of the pet lock is applied to the pull tube, the pet lock will fracture and the pull wire will retract. This will subsequently cause the embolization coil to detach from the ruby coil pusher assembly. Further evaluation revealed that the pusher assembly was fractured, which may have led to the unintentional detachment of the ruby coil. This damage may also have been incidental and occurred due to improper handling of the device after the procedure. Therefore, the root cause of this complaint could not be determined. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician deployed and detached an initial ruby coil into a branch off of the gda using another manufacturer's microcatheter. While the physician was advancing a new ruby coil through the microcatheter, it was noticed that the black alignment zone on the ruby coil pusher assembly did not look as it should. The physician stopped the procedure to inspect the ruby coil pusher assembly under fluoroscopy and found that the ruby coil had unintentionally detached inside the microcatheter. The microcatheter containing the detached ruby coil was removed from the patient and the procedure was completed using a new ruby coil and a new microcatheter. There was no report of an adverse effect to the patient.